Manufacturer narrative:
Date of explant is unknown.

Event description:
It was reported the patient had their ipg replaced on an unknown date for an unknown reason. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complaint, attempts were made to obtain event information.